Manufacturer narrative:
The t:slim g4 pump user guide states: do not remove the used cartridge from the pump during the load process until prompted on the t:slim g4 pump screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the contact had removed the cartridge out of the load sequence. Contact reported that the customer had a blood glucose level of 92 (mg/dl). During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.